Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc pnk 20ga x 1.0in leaked at the catheter/hub junction. The following information was provided by the initial reporter: leaking at connection between catheter and plastic hub.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed catheter from a 20ga x 1.00in. Insyte autoguard unit from lot number 4116721. An extension set was also provided for this investigation. A leak test was performed with and without the extension set connected to the catheter adapter. No leaks were discovered. A visual inspection did not discover any damage to the luer threads or the adapter that may indicate issues connecting or leakage. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.